Event description:
This report is for the magstim super rapid2 stimulator rtms machine that is used in a research study under ide (B)(6). During a study tms (transcranial magnetic stimulator) treatment session (1 hz stimulation, 2000 pulses), the participant engaged in a sudden movement that resulted in the tms coil location being "off target." The tms (transcranial magnetic stimulator) operator paused the tms (transcranial magnetic stimulator) machine by pressing a "pause" button. When the operator went to resume the rtms session, the magstim machine restarted the protocol at the beginning rather than resuming from the cycle number where it had left off. Due to this, the participant received approximately 40 pulses more than the protocol before the operator stopped the magstim manually. The incident was promptly reported to the irb (institutional review board). On 1/12/2024, the irb (institutional review board). Determined that this event constituted an unanticipated problem involving risks to subjects or others (upirtso). The tms (transcranial magnetic stimulator) lab manager consulted with the device manufacturer and was given instructions from about the process for pausing and resuming stimulation. The lab sop (standard operating procedure) and tms (transcranial magnetic stimulator)administration workflow were updated and staff trained to understand the functionality of the "pause" button. On 1/18/2024, the study team shared documentation of this communication and plan with the irb (institutional review board).